Event description:
It was reported that the pta balloon would not deflate despite numerous attempts to deflate it in the svc. The patient was transferred to a hospital to have the balloon removed. The balloon was removed through the sheath while still inflated. The patient was reportedly doing well and was discharged home two days post procedure.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.